Manufacturer narrative:
Product has been received on (B)(4) 2012. Analysis is being conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. Quality will continue to monitor on monthly trend reports.

Event description:
Nurse was giving insulin to a resident with autoshield pen needle and received a needle stick, as the needle did not retract. Nurse went to the family doctor for a tetanus and (B)(6) shot.